Manufacturer narrative:
The recall number assigned to the event reported in this manufacturer report has been received and documented in this report.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6) during deployment of the 23 mm sapien 3 ultra case by tf approach in aortic position, the ultra delivery system balloon burst. The ultra delivery system was removed back through the axela sheath without problems and no injury occurred.

Manufacturer narrative:
Confirmation of the balloon burst was completed through review of the videos and imagery that was provided for this event. Images taken from the video show the balloon just before bursting and just after bursting. Calcification could be seen in the native annulus. Device history review was performed for the work orders relevant to the manufacturing of the devices and components that could potentially contribute to the complaint events and revealed no manufacturing non-conformances that would have contributed to the complaint event. A review of complaint history from june 2018 to may 2019 for the edwards ultra delivery system (all models and sizes) revealed other returned complaints for ¿balloon ¿ burst¿. The complaints were confirmed. Available information supports that patient/procedural factors likely led to the reported event and there was no evidence of device malfunction or manufacturing nonconformance. A review of complaint data for may 2019 revealed that the complaint rate did not exceed the monthly trigger for action. The delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis. Balloon fatigue and burst pressure would have been tested. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. Ultra delivery system IFU, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. No IFU/training deficiencies have been identified. The complaint for the balloon burst was confirmed from review of returned imagery. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. However, a review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. There is no evidence of device malfunction or manufacturing non-conformance. As noted during imagery review, calcification was present in the existing valve, which can present a challenging anatomy for balloon inflation. Calcified nodules can compromise the structure of the balloon wall, even at low inflation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While a definitive root cause was unable to be determined, available information suggests that patient factors (annular calcification) may have contributed to the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, and the occurrence rate did not exceed the monthly trigger for action, a  product risk assessment (pra) is not required. However, a pra was previously initiated per management discretion to investigate the balloon burst issue and its associated risks. A training bulletin was previously released to assist in reinforcing key training steps in valve deployment and delivery system removal. Additionally, a CAPA has been initiated to address ultra balloon burst and retrieval issues and is currently in the investigation phase.

Manufacturer narrative:
Upon further review of this case it was noted that field b2: "required intervention to prevent permanent impairment / damage" was incorrectly selected on the initial report for this case.  B2 should be blank, disregard the previous entry.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.